Event description:
Event [preferred term] (related symptoms if any separated by commas) dka (diabetic ketoacidosis) [diabetic ketoacidosis], no insulin was delivered to each of the patients [device failure], the plunger was not then touching the penfill when inserted back [device malfunction] . Case description: this serious spontaneous case from the united kingdom was reported by a health care professional as "dka (diabetic ketoacidosis)(diabetic ketoacidosis)" with an unspecified onset date, "no insulin was delivered to each of the patients(device failure)" with an unspecified onset date, "the plunger was not then touching the penfill when inserted back(device component malfunction)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", tresiba penfill (insulin degludec 100 u/ml) (unk) from unknown start date for "drug used for unknown indication". Patients height, weight and bmi (body mass index) were not reported. Dosage regimens: novopen: tresiba penfill: medical history was not provided. On an unknown date, the nurses on the ward have taken the cartridges out of novopen to check insulin details, the plunger was not then touching the penfill when inserted back in so no insulin was delivered to the patient. On an unknown date patient was hospitalized (onset and duration not reported) due to dka (diabetic ketoacidosis). Batch number of novopen and tresiba penfill was requested. Action taken to novopen was reported as unknown. Action taken to tresiba penfill was reported as unknown. The outcome for the event "dka (diabetic ketoacidosis) (diabetic ketoacidosis)" was not reported. The outcome for the event "no insulin was delivered to each of the patients (device failure)" was not reported. The outcome for the event "the plunger was not then touching the penfill when inserted back (device component malfunction)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: reporter's causality (novopen) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : unknown. No insulin was delivered to each of the patients(device failure) : unknown. The plunger was not then touching the penfill when inserted back(device component malfunction) : unknown. Company's causality (novopen) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : possible. No insulin was delivered to each of the patients(device failure) : possible. The plunger was not then touching the penfill when inserted back(device component malfunction) : possible. Reporter's causality (tresiba penfill) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : unknown. No insulin was delivered to each of the patients(device failure) : unknown. The plunger was not then touching the penfill when inserted back(device component malfunction) : unknown. Company's causality (tresiba penfill) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : possible. No insulin was delivered to each of the patients(device failure) : possible. The plunger was not then touching the penfill when inserted back(device component malfunction) : possible. Investigation result: novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available. Tresiba penfill - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer comment: 28-jul-2025: the suspected device novopen has not been returned to novo nordisk for evaluation. Specific name of the device is unknown. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. H3 continued: evaluation summary: novopen - batch unknown. No investigation was possible, because neither sample nor batch number was available.